Event description:
It was reported that a customer had a smiths medical pump infusing but to had a battery na status. This was found in ?pump rounds" in cicu. No adverse patient effects were reported.